Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of power issue. It was reported that there was a crack in the battery compartment and the battery cap was unable to be secured to the battery compartment. It was noted that there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:a review of the pump¿s black box data revealed multiple reboots occurred. A battery compartment crack and missing portion of the battery compartment were observed during evaluation. There was no evidence of moisture within the battery compartment. A battery cap was not included with the returned pump; a test battery cap was used for further investigation. The test battery cap was unable to secure properly to the pump due to the battery compartment damage. There was no evidence of moisture on the pump¿s internal components.